Event description:
The lead screw was falling out and was detaching from the pump. It was stated that a no delivery alarm occurred. White the reservoir was being removed, the lead screw popped out of place. It was reported that the device had not been dropped, bumped, or exposed to moisture.